Event description:
It was reported that, "patient underwent an intramedullary nail placement to repair a fractured femur in 2011. Radiographs taken approximately 3 months later identified a broken locking screw. Surgeon wanted patient to continue weight bearing as tolerated and return in two months. Screw removed."

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report.